Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed with no anomalies found. (B)(4).

Event description:
It was reported that the epicardial lead was attempted to be implanted on the right ventricle (rv) but not used due to high thresholds. The lead was unable to consistently capture the rv. The lead was removed and no lead was placed. It was further reported that another epicardial lead was attempted to be implanted on the right atrium (ra) but not used due to high thresholds. The lead was unable to consistently capture the ra. The lead was removed and no lead was placed. No patient complications have been reported as a result of this event.